Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 40mm watchman flx pro closure device was implanted. At the three (3) month routine follow up, transesophageal echocardiogram (tee) imaging revealed a large, pedunculated immobile device related thrombus (drt) measuring 40x30mm on face of the closure device, on the limbus side. The limbus looked longer than normal. A leak of 5mm or less was also observed towards the mitral area. There were no patient complications. No further information was made available.